Event description:
The hospital reported that during an endoscopic vein harvesting procedure, two short port btt black inflation valves dislodged (popped out) and the balloons would not remain inflated. A replacement unit was used from an accessory kit to complete the procedure. The hospital did not report any patient complications. This report is for the second device.

Manufacturer narrative:
The device has been returned to baxter for evaluation. A follow up report will be filled upon completion of an evaluation or if any additional information becomes available. (B) (4)

Event description:
On october 1, 2009, the facility's biomedical engineer reported to baxter global technical services that on (B) (6) 2009 a colleague cxe volumetric infusion pump that will not stay on and keeps turning off. This event occurred during set-up in the med surge. According to the hospital representative, no patient injury or medical intervention had been reported related to this device. No additional information is available.

Manufacturer narrative:
Evaluation summary: the reported condition of will not stay on and keeps turning off was confirmed and duplicated due to a loose wire connection on the inverter board. Upon the completion of baxter's investigation of this report, the device will be routed to our service department where appropriate servicing will be completed prior to the device being returned to the customer. This device utilizes user interface module master software (B) (4) categorized as colleague 2006. (B) (4)